Manufacturer narrative:
A historical data review on the part number revealed a total of4 complaints within a 24 month period related to the complaint event not specific to one lot. The 3 additional complaints found on this part number were not related to the complaint event reported. There are no capas or non-conformances found for this part number. The complaint event was evaluated. It appears that during a tlif procedure on (B)(6) 2021, the tlif cage perforated the patient's anterior longitudinal ligament (all) and advanced anteriorly into the abdominal space. The implant was removed from the abdominal space and was reinserted and implanted. The condition of the cage at time of implantation is unknown. The status of the all is unknown. No information was provided regarding surgical steps prior to the event (i.e. Trialing, disc preparation). The procedure was completely successfully with less-than 30 minute surgical delay. The patient was stable post-op. The root cause is indeterminate as there is not enough information nor the returned device for further study. If additional information is received, complaint record will be reopened and processed accordingly. Complaints of this nature are monitored through tracking and trending and if a trend is detected, further action will be taken through our CAPA/continuous improvement process.

Event description:
T was reported that this was a tlif (l5/s1) for lumbar spinal canal stenosis on (B)(6) 2021. The cage was inserted into the intervertebral disk. Then, the cage broke through the anterior longitudinal ligament and moved to the anterior side. The cage was removed and reinserted less than 30- minute surgical delay. No further information is available. This complaint involves one (1) device.